Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of two marks close to the visual axis; therefore, the condition of the product could not be verified. A photo of the cartridge and iol packaging is attached to the parent record. The photo does not contain a handpiece, or handpiece packaging, and therefore is not related to this record. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol suffered some kind of trauma, with two relatively deep marks close to the visual axis. Additional information was requested and stated that as discussed with the representative, despite the stress, the patient has no complaints and has good visual acuity. Therefore, I will not explant the intraocular lens. I believe that this happened due to the malfunction of the injector. It has been already reported it to the operating room and it has been sent for repair.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).